Event description:
It was reported that the ilet was dropped to the ground, resulting in a spiderweb cracked display and an unresponsive touchscreen, and a replacement was arranged while the user moved to backup therapy and contacted their healthcare provider regarding dosing. Symptoms included no injury. Outcomes included the user¿s inability to interact with the device and transition to backup therapy. Investigation included collection of event details and arrangements for device return. Investigation of this case revealed physical damage to the screen consistent with accidental drop, leading to loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from accidental impact.